Event description:
Rn from ER called from patient's cell phone to report therapeutic shock. Confirmed no damage, nor tears in the therapy cable. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.